Manufacturer narrative:
Additional narrative: 510k: this report is for an unknown aiming arm/unknown lot. Part and lot numbers are unknown; UDI number is unknown. (B)(6) without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, a tibial nai aiming arm malfunctioned. The device was at least ten (10) years old. It was unknown where the issue was discovered. Procedure outcome and patient involvement were not reported. This report is for one (1) unk - guides/sleeves/aiming: aiming arm this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated event description: it was reported that on an unknown date, an aiming arm, connecting screw, insertion handle have all become worn/stripped over the years causing the nail to wiggle slightly once inserted into the patient resulting in the drill bit hitting the nail. It was probably bent/worn to the point it does not work. The devices 10 were at least old. Procedure outcome and patient status were unknown. Concomitant devices reported: unknown nail (part # unknown, lot # unknown, quantity 1). Unknown drill bit (part # unknown, lot # unknown, quantity 1). This complaint involves three (3) devices.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h4, h6: the complaint product is not available. The customer is retaining the product. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.